Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: an investigation was performed on retention and returned products for the reported lot number. Retention and returned products were tested with negative clinical urine. Results were read at 3-4 minutes and all devices correctly yielded negative results. Manufacturing batch record review did not uncover any abnormalities. A root cause could not be determined based on the information provided.

Event description:
It was reported by the distributor that a false positive occurred when administering the hcg urine cassette.